Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female pt for an aneurysm, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the pt subsequently expired.